Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm. The customer's blood glucose level was unknown. The customer states the esc and act buttons were unresponsive. The customer's blood glucose level had been as high as 140mg/dl. The customer states they had back up pump at home. The customer would be swapping pumps. No further assistance provided at this time.